Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the atrial lead during atrial arrhythmia episodes. At times the undersensing resulted in premature termination of the mode switch when the atrial events occurred in the blanking period. The lead remains in use. No patient complications have been reported as a result of this event.